Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for pump error and noticed the customer was unable to clear alarm and rewind. Explained pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed sleep current measurement, active current measurement and selftest. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 3 followed by pump error 130 alarms during boot up due to connector fully unlocked on the printed circuit board during visual inspection. The connector was plugged in and the unit booted up properly. The motor was tested outside of the device and passed. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.